Event description:
Reporter alleged obtaining discrepant blood glucose results of 514 mg/dl back to back with a result of 164 mg/dl when tests were performed within 5 minutes of each other on the advantage system. No actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.